Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the physician attempted to replace a previous pm with the microport pacemaker teo dr, but they were unable to get the ventricular catheter screwed. The ventricular catheter did not enter completely in to the pacemaker is1 connection.

Event description:
The physician attempted to replace a previous pm with the microport pacemaker teo dr, but they were unable to get the ventricular catheter screwed. The ventricular catheter did not enetr completely in to the pacemaker is1 connection. Therefore, the physician asked for a technical analysis of the pacemaker, which remains available in his hospital to be analized.

Manufacturer narrative:
Please refer to the attached analysis report.